Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08669. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead was failing to capture and the atrial lead had poor p wave sensing. A fluoroscopy was completed to reveal they were dislodged. The leads were repositioned successfully. There were no patient consequences.